Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with her scs system on (B) (6) 2007. It was reported that the pt was experiencing discomfort in the site of implant. The pt has previously had the ipg moved from the chest to the buttock area also due to discomfort. The pt's ipg was explanted on (B) (6) 2008 and returned to the manufacturer for eval. No further info is available.